Manufacturer narrative:
(B)(4): rebooting was observed in the black box after a low battery alarm. The voltage recorded in the black box was low. No damage was found to the battery compartment or battery cap. The battery cap was tested and no connection defects were found. During testing, a replace battery was produced and the pump gave the appropriate audible and visual alert. The pump was exercised for 24 hours without alarms or power issues. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter stated that the pump began rebooting after a routine cartridge change the morning of (B)(6) 2011. She confirmed that the pump is not cleaned with anything and is not exposed to moisture. The reporter confirmed that the battery cap tightens to resistance with a coin, denied damage to the battery cap and compartment, and stated that there was no corrosion observed in the battery compartment. The reporter stated that the battery cap was never changed; the battery cap is original to the pump from (B)(6) 2009. The user guide instructs the user to change the battery cap every six months, or every three months if the pump is exposed to dusty environments or is frequently exposed to water. The reporter stated that the issue remained unresolved with a battery change. There was no reported patient impact as a result of the incident.